Event description:
It was reported that the button on the pump was not working to deliver a quick bolus when requested. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer continued using the pump for insulin therapy until the replacement pump arrived.